Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was a grinding noise on the cardioplegia (cpg) motor while testing the pump through speeds and it was bogging down. The fuses blew on the relay printed circuit board assembly (pcba) due to an overload on the pump causing the unit to stop. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr removed the defective cpg pump assembly and cpb relay board. The fsr installed new parts, performed preventive maintenance (pm) and release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.